Manufacturer narrative:
Returned for evaluation was one three valve manifold. A visual inspection of the device noted that there was a hair in the luer of the manifold and hence in the fluid path. This is consistent with the complaint description and the complaint is confirmed. The most probable root cause for this event is the operator failed to identify and remove the hair from the device prior to sealing the pouch. As fluid managements products ceased production at the (B) (4) manufacturing site at the end of march 2009, no further action will be taken. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the march 2009 (B) (6) complaint report noted no adverse trends for the reported product family and the reported failure mode. (B) (4).

Event description:
As reported by the end user in (B) (6), while unpacking the device for a procedure, the physician noticed foreign matter inside the luer of a three valve manifold. The device was set aside, to be returned to the manufacturer for evaluation. The procedure was completed with another new of the same device without further complications. As this occurred during preparation, there was no contact with the patient and hence no harm to the patient.